Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours on the leg. The patient was vomiting and was unable to hold down any food. Patient was taken to the children's hospital. Patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous therapy with insulin drip.